Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had previously been able to feel pacing and "the thing was pressing" on their diaphragm. The patient noted the pressing on the diaphragm and ability to feel pacing was "fixed." Additional information was requested, however, is unavailable at this time. No further patient complications have been reported as a result of this event.